Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting heartware clinical support. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no effect on the function of the pump. Multiple occurrence of these alarms or those that are associated with changes in pump function or patient condition may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A patient's parents reported that they were constantly hearing controller alarms. They identified these alarms as no power alarms and various high and low priority alarms (could not be more specific). When the patient came to the clinic, the controller log files were downloaded and are reported to have not shown any alarms since (B)(6) 2016. The vad coordinator was not able to replicate the alarms. The controller was inspected and it was noted that power port 1's connector was loose. The device was exchanged with no reported patient injury.

Manufacturer narrative:
One controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events, most likely due to communication anomalies between battery and controller or normal patient usage behavior. A critical battery alarm occurred on 02/12/2016, which was likely due to a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. A controller power up event was observed on 08/07/2016 at 10:47:34. The data point prior to the controller power up revealed bat314978 was connected to power port 1 with 64% relative state of charge (rsoc) and no power source was connected to power port 2 of the controller. Bat314024 was previously connected to power port 2 with 88% rsoc. The data point after the controller power up event revealed that bat314978 was connected to power port 1 with 62% rsoc and bat314024 was connected to power port 2 with 88% rsoc. The most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources. Analysis revealed that the device failed visual inspection due to both power port 1 and port 2 having a displaced gasket. An internal inspection of the controller further revealed two loose connector nuts on port 1 and port 2; controller passed functional testing and performed as expected. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer and supplier are still investigating this issue as well. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.